Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10 the reported event cannot be confirmed. Pictures were provided in the journal article, however it is unknown if they are related to the patient reported in this complaint. Device history record review cannot be performed without product identification. X-rays were provided in the journal article, however it is unknown if they are related to the patient reported in this complaint. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in australia. G2: literature - phegan, m., & wines, a. (2025). A comparison of wound related complications between intramedullary and lateral plate osteosynthesis after fibula osteotomy in the lateral approach total ankle replacement. Foot & ankle international, 46(3), 315¿323. Https://doi.org/10.1177/10711007241309901. "Multiple MDR reports were filed for this event. Please see the associated reports referenced with applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot -unknown tibial(unknown). Unknown bearing(unknown)". The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. Attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was obtained that reported a retrospective study from australia. The purpose of the study was comparing data for lateral approach total ankles via a fibula osteotomy and the type of fixation used to manage the fibula. The study compared the use of plate osteosynthesis and intramedullary nail fixation and the impacts on wound healing, rates of infection, and subsequent reoperation and fibula union rates. The study reviewed 90 tars patients. Forty-five of these used intramedullary nail fixation, and a control group of 45 plate osteosynthesis fixation cases. The primary surgeon performed tar using the trabecular metal total ankle replacement system, the fibula is fixed using either a lateral locking plate or intramedullary device (competitor). The syndesmotic ligaments were then repaired, as required, using suture anchors and a syndesmotic tight rope (competitor). In cases where less than 10 mm of medial bone remained after reaming and implantation of the tar, a single prophylactic medial malleolar screw was placed to prevent a stress riser and potential for postsurgical pain or fracture. Follow-up the mean length of follow-up was 28 months; the minimum follow-up was 12 months. The study reported 1 patient within the plate osteosynthesis group that underwent two stage revision for infection. Attempts have been made, and no further information has been provided.